Event description:
On (B)(6) 2010, pt reported the infusion device "does not deliver any, or very very little bolus." Blood glucose elevated to the 500 mg/dl range due to this, and the issue began a few weeks before (B)(6) 2010. To troubleshoot concern, pt said he attached a new infusion set, tried to bolus insulin into the air, but the infusion device would not deliver any insulin. Pt has not received any error messages on infusion device. Pt changed infusion sets and "everything else," but this did not help. Pt reports there are periods of time where infusion device seems to function properly, but then he has unexpected hyperglycemia. Pt was on injection therapy at time of call and blood glucose was "under control". Target blood glucose was not provided. Basal rates were programmed correctly. Pt does not change infusion sets per manufacturer recommendations and normally has infusion site in for 4-5 days. Pt will not change his infusion site until he experiences elevated blood glucose. Infusion device was requested for eval. Pt did not wish for a replacement infusion device at the time and would like to continue on injection therapy. The pt did not require assistance from a health care professional or second party to address the issue.